Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose (bg) was 574 mg/dl due to customer running out of insulin to load a cartridge with. Reportedly, customer addressed bg with loading a new cartridge and delivering a correction bolus.